Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 460 mg/dl. The customer had experienced high blood glucose levels for the past 18 hours. The customer stated that her basal rates had been changed three weeks earlier. Troubleshooting was performed, and found that the daily totals did not match with the bolus delivery totals. Also found that the active insulin was not calculating correctly. In addition, the customer stated that her sensor was not alarming her for her high blood glucose levels, only for her low blood glucose levels. The customer stated she would call back to troubleshoot the sensor. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.